Event description:
A stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. The patient's vessels have severe disease progression with the aortic neck dilatation; the aortic neck diameter proximally is 28 mm and 15 mm below that the diameter of the aortic neck is 34 mm. It was reported 46 months post stent graft implant, the stent graft has migrated with a type I endoleak due to the disease progression with aortic neck dilatation. The patient will be monitored and treated at a later date. There are no additional clinical sequelae reported and the patient was reported to be fine.

Manufacturer narrative:
(Other, secondary intervention required) - evaluation results: inherent risk of procedure (migration). Patient's condition affected effectiveness of device (severe disease progression with the aortic and aortic neck angulation). Conclusion: device failure/lack of effectiveness related to patient condition (severe disease progression with the aortic and aortic neck angulation).